Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred post-operatively from an esophagus operation. The patient returned after 10 days with a failed staple line and leakage. Surgical intervention was needed and a re-operation was performed. There was additional tissue damage. The event lead to an extension in patient hospitalization. Patient is but still in critical condition.